Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone that customer was experiencing high blood glucose level 426 mg/dl and 404 mg/dl. Infusion set cannula was bent. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.